Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapies due to noise on the ventricular channel. Externalization near the pocket was observed under fluoroscopy. The lead was capped and replaced. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.